Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature separation of placenta ('my placenta ruptured') and premature delivery ('my son was born 5 weeks early') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." In 2013, the patient had essure inserted. On an unknown date, the patient experienced premature separation of placenta (seriousness criterion medically significant) and premature delivery (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy under essure"). At the time of the report, the premature separation of placenta outcome was unknown and the premature delivery and pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered pregnancy with contraceptive device, premature delivery and premature separation of placenta to be related to essure. The reporter commented: my son was born 5 weeks early and my placenta ruptured. The baby is a healthy 3 weeks 4 day old. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature separation of placenta ('my placenta ruptured') and premature delivery ('my son was born 5 weeks early') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2013, the patient had essure inserted. On an unknown date, the patient experienced premature separation of placenta (seriousness criterion medically significant) and premature delivery (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy under essure"). At the time of the report, the premature separation of placenta outcome was unknown and the premature delivery and pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered pregnancy with contraceptive device, premature delivery and premature separation of placenta to be related to essure. The reporter commented: my son was born 5 weeks early and my placenta ruptured. The baby is a healthy (B)(6) old. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.